Event description:
It was reported that the patient visited the healthcare provider (hcp) on (B)(6) 2012 when it was observed that her pump had 5 pump stalls beginning (B)(6) 2011 with recovery from an hour to several days. It was stated that the patient had had one or two mris in the past few months, but the hcp was concerned that this was a recurring event. No rotor or catheter dye studies were performed. When the pump was read prior replacement surgery, it was stalled. Patient reported of no symptoms, following surgery, recovered without sequela. Drug delivered via the device was morphine 1mg/ml.

Manufacturer narrative:
Catheter model: 8709, serial #: (B)(4), implanted: (B)(6) 2007, explanted: unk. Analysis results of the returned device were not available at the date of this report; a follow-up report will be sent when it is completed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the pump motor revealed gear train anomaly; corrosion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.